Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out-of-range pacing impedance of greater than 2,000 ohms. Surgical intervention was performed to replace the ICD and ra lead. The ra lead was surgically abandoned. The ICD was explanted. No additional adverse patient effects were reported.